Event description:
It was reported that during device upgrade post av node ablation, blood was noted inside the lead near the sense/pace terminal of the lead proximal to the yoke. Insulation abrasion was suspected. No electrical abnormalities were detected. The patient was asymptomatic and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.